Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17169486. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17011741. Product family: scs-extension, upn: (B)(4), model: sc-3138-25, serial: (B)(4), batch: 16757002. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 17247316. Product family: scs-extension, upn: (B)(4), model: sc-3138-25, serial: (B)(4), batch: 16776076.

Event description:
It was reported that patient experienced inadequate stimulation. Xrays confirmed migration. The patient underwent a surgical procedure where the leads and lead extensions were explanted. The patient was stable post operatively.

Manufacturer narrative:
Leads, serial numbers: (B)(6). The returned leads exhibited normal characteristics. Lead migration which was confirmed by x-ray is a known inherent risk associated with use of the device. Product labeling states that lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief, is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Lead extensions, serial numbers: (B)(6). The returned lead extensions were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patient experienced inadequate stimulation. Xrays confirmed migration. The patient underwent a surgical procedure where the leads and lead extensions were explanted. The patient was stable post operatively.